Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: fan failure displayed. No patient involvement.

Event description:
The following was reported to hamilton medical ag: fan failure displayed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 corrected data: d2 / d4 (product was corrected).

Event description:
The following was reported to hamiton medical ag: fan failure displayed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 corrected data: d2 / d4 (product was corrected) follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device alarmed for "fan failure" several times during start-up while running ventilation software / maintenance (means no patient's involvement).no other technical faults or error codes were present in the device logs at the time of the described issue, and there was no indication of a sudden shutdown, as the "off ventilation software" entry was not missing from the event logs. The root cause of the event was determined to be a defective fan component. A replacement fan was installed, and service software checks were performed in accordance with manufacturer specifications. The unit passed all functional tests following the repair and was returned to service.